Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the ventricular assist device (vad) nurses to inform that she had a pump stop. The patient's controller did not switch to the battery as the main power source after disconnecting the controller ac adapter and subsequently had a pump stop. A manufacturer representative recommended to exchange the controller and replace the battery and controller ac adapter. The controller, battery, and controller ac adapter were replaced with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
(B)(4) - mfg. Date: 07/07/2016. It was reported that the patient experienced a pump stop event after disconnecting the controller ac adapter (cac), after disconnection the cac adapter the controller did not switch to the battery power source connected. One cac adapter, one controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. Log files analysis revealed: 1 controller power-up and associated pump start event was logged on controller (B)(4), indicating a loss of power to the controller. The controller power-up event was logged on (B)(6) 2017 at 10:10:23 hours. At 10:01:55 hours, before the controller power-up, an ac adapter was connected to power port 1 (ps1) and (B)(4) was connected to power port 2 (ps2) with capacity equal to 82%. Ps1 was powering the controller. At 10:25:21 hours, after the controller power-up, (B)(4) was connected to ps1 with capacity equal to 95% and (B)(4) was connected to ps2 with capacity equal to 82%. Ps1 was powering the controller. The most likely root cause of the reported event can be indicative that both power sources were disconnected from controller. Since these were a double disconnect and the controller was power down there no alarms or faults status recorded. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.